Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per surgical technique - eclipse¿ total shoulder arthroplasty system - pag 10 - note: do not overtighten the screw, as this could lead to ineffective fixation. The most likely cause of the reported failure can be attributed to user error with the device due to improper surgical technique during the tightening/overtighten the eclipse with the screw. The device was not returned for evaluation, and no objective evidence (e.g., device analysis, photographs, or supporting documentation) was available to confirm a device-related failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-9349-18 arthrex eclipse humeral head was not engaging properly with the trunnion. The reporter confirmed that the cage screw was fully seated within the trunnion. The team attempted to remove and re-implant the component; however, the eclipse head still would not seat correctly. A new eclipse head was opened and implanted without issue, allowing the procedure to proceed as planned. This was discovered during a total shoulder replacement procedure on (B)(6) 2025. Additional information was received on 16-dec-2025: the issue was identified during use inside the patient. No fragments broke as a result of the issue. The procedure was completed using a different eclipse humeral head, ar-9349-20, 49/20, with the original trunnion. There was no surgical delay or additional anesthesia required.